Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath excess air was seen in the sheath. While using the sheath the physician noted there was difficulty in purging the sheath of bubbles during aspiration. The original sheath was used to complete the procedure. No patient complications occurred. The sheath is not expected to be returned as it was discarded by the facility.